Manufacturer narrative:
Follow up #2 30-jan-2018 device evaluation: in q4 2017, there were 25 instances of dim/fading/color spectrum failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #8: date of submission 10-jul-2019. Device evaluation: in quarter 2 of 2019, there were 4 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow up #3 26-apr-2018 device evaluation: in q1 2018, there were 14 instances of dim/fading/color spectrum failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 3 instances of dim or discolored display failures found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there were 2 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 884 allegations of a malfunction, 406 pumps were returned to animas and investigated. Of the investigated pumps, 370 were found to be malfunctioning due to a dim and discolored display screen. During investigation for unrelated complaints, there were 742 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 884 malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim/fading/color spectrum issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-89 years of age and between 14 and 375 pounds. Of the reported patients, 385 were male, 494 were female, and 5 were unknown.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 3 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 269 instances of dim/fading/color spectrum failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #4: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 3 instances of dim/fading/color spectrum failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.